Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is available for mfg eval and have been requested.